Manufacturer narrative:
Device passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. No excessive no delivery alarm. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that the customers pump failed again. Insulin pump was not showing blood glucose readings. Customer's mother stated that she was still getting no delivery errors. Blood glucose was 547 mg/dl on saturday. Customer has not tried all remedies. Customer and customers mother did not really want to troubleshoot and were upset at the fact that the pump was malfunctioning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.